Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiration date: 01/2024) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that two months and twenty-six days post a port placement via the right internal jugular vein, the patient allegedly developed an infection and the blood culture test resulted positive for methicillin-resistant staphylococcus aureus bacterial infection as a result of the defective infected port. Reportedly, the defective infected port and catheter were removed in its entirety from the patient. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Port-a-cath placement was performed for a patient with lung cancer. Ultrasound was used to visualize the patency of the internal jugular vein. The right internal jugular vein was punctured. Next the micropuncture sheath was placed and guidewire was inserted. A 5 french dilator was then inserted and a closed cap placed upon it. The dilator was then flushed. The remainder of the procedure was performed using real time fluoroscopic guidance. The anterior chest wall tissues were infiltrated with lidocaine and a blade was used to incise the skin. The pocket was created using a combination of sharp and blunt dissection. After creation of the pocket, the tunneling device was used to pass the tubing from the port reservoir pocket to the venotomy puncture site. The dilator within the right internal jugular vein was reaccessed with a 0.035 wire and a peel-away sheath was placed. Using fluoroscopic guidance, the length of port tubing was determined by using measurements derived from the indwelling 5 fr dilator. The port-a-cath tubing was trimmed to the appropriate length and then inserted through the peel-away sheath. Appropriate positioning was determined by fluoroscopic evaluation. The peel-away sheath was then removed. The sites were irrigated with sterile saline. The port pocket was closed. Around three months later, blood culture was collected. Three days later, the results confirmed methicillin-resistant staphylococcus aureus. Four days later, removal of implantable venous access port was performed due to port sepsis. Epinephrine was infiltrated along the previous incision in the right infraclavicular region and incision was carried out with a #15 blade carried down to the level of the port. Port was dissected circumferentially and delivered. The port catheter was removed in its entirety and the port tract was closed. The distal aspect of the port catheter was submitted for culture and sensitivity. The incision was reapproximated. Per the medical record review, it was confirmed the patient had a bacterial infection. However, the relationship between the port and the alleged adverse event is unknown, and there was no device malfunction that was reported or occurred. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that two months and twenty-six days post a port placement via the right internal jugular vein, the patient allegedly developed an infection, and the blood culture test resulted positive for methicillin-resistant staphylococcus aureus bacterial infection as a result of the defective infected port. Reportedly, the defective infected port and catheter were removed in its entirety from the patient. The current status of the patient is unknown.